Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding skin irritation under left arm and beneath right breast from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s medical staff applied powder and bandaging to the areas. Outcome of the irritation is unknown as follow up attempts were unsuccessful.